Event description:
Covidien staple ta90-3.5 was placed over tissue, fired, and cut. When the surgeon (dr (B)(6)) released the handle, the tissue was cut, but the product did not staple (misfired). Another stapler was opened and used.